Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to a motor encoder signal out of phase. Unable to perform the displacement test due to excessive motor error alarms. The device had cracked battery tube threads, missing end cap sticker, and scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.